Event description:
It was reported that bd alaris pump module blood infusion set had air in line the following information was received by the initial reporter with the following verbatim: hope you both are doing well and enjoying some quiet time during the holidays. I wanted to reach out regarding our transition to the bd infusion set with in-line blood filter (2278-0500) and some challenges our staff are experiencing. We have received multiple safety reports that when blood or other blood products are running through the infusion set there are parts throughout the infusion set which has air in the line (some with large areas). Since there is no extra port to withdraw the air from, staff are then needing to stop the line, prime a new tubing set and start again, resulting in lost time and product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was taken by the customer that verifies the complaint of air in line. Due to no sample being received further investigation can not be preformed. A device history record review could not be performed on material 2278-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional info.